Event description:
Patient in active labor reported increased pain to rn. Rn assessed patient's epidural catheter and found catheter was broken at connector site. Catheter had been previously checked by rn and site connection was tight and intact. Anesthesia was notified and connection reestablished.